Event description:
The customer used the device to check their blood glucose and obtained a result of 219 mg/dl. They dosed insulin accordingly and passed out. Emergency medical technicians were called and they checked patient's glucose and the level was 40 mg/dl. Patient was treated with a glucose IV and transported to the hospital. Controls were not used on the system. The test strips were stored out of their capped vial against labeling. The device was replaced and requested to be returned for evlauation.